Manufacturer narrative:
(B)(4). Upon follow up, it was reported that on an unknown date, the vancomycin was discontinued and the patient ¿never fully recovered¿ from the initial peritonitis event. Then thirteen days after the receipt of this report, the patient had a cloudy drain bag confirmed to be peritonitis. The cause of the event was unknown. On that same day, the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) and cefazolin (dose, route, frequency, and duration not reported) for peritonitis. Five days after admission, the patient was discharged from the hospital. On an unknown date, the patient¿s pd catheter was removed and the patient¿s current mode of dialysis was not reported. At the time of this report, the patient is recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was clarified by the nurse that the patient was treated with fluconazole (dose, route, frequency and duration not reported) for fungal peritonitis (previously reported as vancomycin and cefazolin as treatments for fungal peritonitis). At the time of this report, treatment with fluconazole remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient began treatment for the peritonitis with cefazolin, (ip) intraperitoneally, (dose and frequency not reported). One day later, the patient was hospitalized for the event. On an unreported date in the same month as onset, treatment with cefazolin was discontinued. On an unreported date, also in the same month as onset, the patient began treatment for the peritonitis with vancomycin, ip (dose and frequency not reported). At the time of this report, treatment with vancomycin was ongoing. Two days after being admitted to the hospital, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. No additional information is available.